Event description:
Reporter stated the lancet did not fully retract inside of the milticlix lancet device after use. No unintentional needlestick was reported. The suspect product was not returned to the manufacturer for evaluation.